Manufacturer narrative:
The reported complaint of a time synch issues resulting from staff changing the times on the devices was not confirmed since incident devices were not returned for this investigation. However, the ability to change the time on devices is a normal function of the system. This file was opened to document an event that the customer reported. No further investigation of this event is deemed necessary. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that time synch issues are being experienced, because staff changes the times on the devices which results in a time discrepancy on the electronic medical record (emr).